Event description:
It was reported that signs of a probable pocket infection at the implantable neurostimulator (ins) site, there was no obvious source of infection. The pt was treated with IV antibiotics and underwent irrigation and debridement of the ins site on (B)(6) 2010. The pt was then treated with further IV antibiotics until early (B)(6) 2010. One week later, redness and swelling came back at the pocket site. IV antibiotics were resumed. The product was later explanted. No organism had yet been identified. No pt outcome was reported.

Manufacturer narrative:
(B)(4).